Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.

Manufacturer narrative:
Initial emdr submission: 12/18/2015. Resubmitting at request of cesub helpdesk (ref: (B)(4)). A ge service representative performed an onsite investigation. The workstation cable was evaluated and reconnected. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.